Event description:
I was reported that approximately two years post a coronary drug eluting stenting treatment procedure, thrombosis occured. The physician implanted a 2.75x24mm taxus express2 drug eluting stent in the proximal left anterior descending (lad). In addition to this, a taxus stent was placed in the right coronary artery and another taxus stent was placed in the right coronary artery and another taxus stent was placed in the circumflex. The sizes of these stents are unknown. Approximately two years later, thrombosis was found in the proximal lad 2.75x24mm taxus stent. The physician treated the thrombosis with plain old balloon angioplasty and implanted liberte stents of unknown size aspirin and plavix were administered at the hospital. The physician reported that the patient was not compliant with plavix therapy. Further info has been requested, but has not been received.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the root cause of this event.